Event description:
It was reported that the user called because blood glucose readings were not appearing on the ilet system, and the user disclosed that the dexcom g7 sensor had been in place for 10 days, after which the agent advised placement of a new sensor. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included no impact to blood glucose and no need for medical intervention. Investigation included call-based troubleshooting and user education on timely sensor replacement. Investigation of this case revealed that the absence of continuous glucose monitor (cgm) data was due to an expired cgm sensor beyond its labeled wear period, resulting in expected cessation of glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to replace the cgm sensor within the recommended timeframe.

Manufacturer narrative:
Initial.